Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This event if filed for inability to remove the lock lines which has the potential to cause or contribute to patient injury. It was reported that on (B)(6) 2016, the patient, with functional mitral regurgitation, underwent a mitraclip procedure. The clip was advanced into the patient anatomy. During deployment, the lock line became stuck during removal and could not be removed. The decision was made to remove the clip delivery system with the undeployed clip. An additional clip was prepared and used without issue. The clip was implanted and the mr was reduced from grade 3 to <1. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned and investigated. The reported inability removing the lock line was confirmed. A review of the lot history record revealed no manufacturing nonconformities. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Given the size and location of the knot, it is possible that the lock line became knotted at the end after the unwrapping/removal process and therefore contributed to the inability to remove the lock line; however, this cannot be confirmed. Based on the information reviewed, while the inability to remove the lock line/mechanical jam appears to be the result of the observed knot, a definitive cause for how the knot formed could not be determined and there is no indication of product quality issue with respect to manufacture, design or labeling.